Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that while preparing for a neuro diagnostic study, upon opening the package it was noted that the hubs were cracked. This observation was made prior to use. There was no reported impact to a patient or end user.